Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Our distributor reported: "the internal package was not vacuum." A patient was in the operating room at the time of discovery which in turn indicates patient involvement. No impact.

Manufacturer narrative:
Reported event: an event regarding packaging issue involving a triathlon femoral component was reported. The event was not confirmed. Method & results: -device evaluation and results: there were indentation lines and damage was noticed on the returned unit carton which is indicative of compression damage. The outer blister pack and tyvek lid were not returned. The inner blister pack was received without its tyvek lid. There is evidence of a good seal on all flanges of the inner blister. The returned device was unremarkable. The inspection could not confirm the reported issue of no vacuum with the inner blister pack. -medical records received and evaluation: not performed as the event is related to a packaging issue and no adverse consequences to the patient were reported. -device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that "the internal package was not vacuum". Based on visual inspection of the returned packaging it was not possible to confirm the reported event. The inner blister pack was received without its tyvek lid and therefore it is not possible to identify any issue with the packaging of the femoral component within the inner blister. It is not known why the customer fully removed the inner blister tyvek lid if a potential packaging issue was noticed upon opening the device. There is evidence of a good seal on all flanges of the inner blister which would indicate that the product was fully sealed when packed and therefore sterile.

Event description:
Our distributor reported :"the internal package was not vacuum". A patient was in the operating room at the time of discovery which in turn indicates patient involvement. No impact.